Event description:
It was reported that multiple intermittent occlusion alarms occurred. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. The customer addressed high blood glucose levels by administering a correction injection via mdi and did not require third-party assistance. To resolve the occlusion issue, the customer changed the infusion set and cartridge and resumed insulin delivery.